Manufacturer narrative:
The device remains implanted in the patient.

Event description:
In a retrospective study conducted to study the safety and six-month follow-up outcomes using the new surpass evolve flow diverter in the treatment of intracranial aneurysms, twenty-nine consecutive patients with 30 intracranial aneurysms treated with surpass evolve flow diverter in two high-volume neurovascular centers between may 2019 and january 2020 were included. Patient #11 had 2 saccular small left para ophthalmic small aneurysms of size 2x3mm and 3x3mm and was treated with single subject stent. 6 m after the procedure patient reported a transient ipsilateral visual disturbances after the endovascular procedure but MRI imaging was normal. No further information was available. It was not possible to match the event reported with previously reported complaints, if any. Therefore, this report addresses the visual disturbance of patient #11 covered within this literature source.

Event description:
In a retrospective study conducted to study the safety and six-month follow-up outcomes using the new surpass evolve flow diverter in the treatment of intracranial aneurysms, twenty-nine consecutive patients with 30 intracranial aneurysms treated with surpass evolve flow diverter in two high-volume neurovascular centers between (B)(6) 2019 and (B)(6) 2020 were included. Patient #11 had 2 saccular small left para ophthalmic small aneurysms of size 2x3mm and 3x3mm and was treated with single subject stent. 6 m after the procedure patient reported a transient ipsilateral visual disturbances after the endovascular procedure but MRI imaging was normal. No further information was available. It was not possible to match the event reported with previously reported complaints, if any. Therefore, this report addresses the visual disturbance of patient #11 covered within this literature source.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. An assignable cause of anticipated procedural complication will be assigned to the as reported 'patient neurological deficit' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.